Event description:
It was reported that the lead had perforated. It is unknown how the perforation was determined. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Major pump unit(s) involved: external control system failure;low voltage alarms.specific component(s) involved: power cable broken at connection.causative or contributing factor: no specific contributing cause identified.implant device type: lvad.

Manufacturer narrative:
A lead tip stiffness test was found to be within specification.